Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found device to have reached eri. A longevity calculation was performed, and the battery depletion as found to be premature. The battery was analyzed, and no anomaly was found. The cause of premature battery depletion could not be determined.

Event description:
This report is to advise of an event observed during analysis.